Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "pca pump module was infusing sedation medications. Pt was intubated, on high levels of peep ( 14), sedated on continuous infusions of fentanyl. Pump module presented an "system error" (code: 9-1513-202) and the fentanyl pump stopped infusing. During this time, the patient became agitated and self­extubated. Given the high degree of support, the patient needed to be reintubated emergently with anesthesia at bedside. Spoke to rn and gained clarification on the event. Order of events was that pt. Self extubated, while staff came into room to reintubate the patient, pumps malfunctioned, making it hard to adequately sedate the patient at the time of reintubation. What was the original intended procedure?: continuous fentanyl delivery while intubated in the ICU. Alaris pcu post on [(B)(6) 2018]: pcu failed to recognize the pca module connected to the right-side iui of the pcu during power on self test. Observed physically bent contacts on the right-side pcu iui. Test #2 alaris pcu module post on [(B)(6) 2018] : pca module failed to communicate to the pcu sn (B)(4) related to the activity reported by 2g, but when tested on another pcu it passed the power on self test with no issues." An incomplete date of event of (B)(6) 2018 was provided. The event occurred in the critical care department. The customer later reported that their evaluation of the equipment clearly identifies the cause of the communication failure between the pca module and pcu as a physically damaged iui on the left side of the pcu. The customer declined further investigation.